Event description:
Reference number (B)(4). Event occurred in poland. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On (B)(6) 2024, reported that patient faced infusion set tubing detachment at quick release. Location of detachment at quick release. Insertion site was leg. Length of time of the infusion set was one day. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland. H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.